Event description:
It was reported that the patient was not able to make an adjustment with the antenna attached. The patient was having problems with their programmer and it would not communicate with the implantable neurostimulator (ins) with the antenna attached. It was noted that it would communicate intermittently with the antenna attached. It was stated that the programmer would not work with the antenna. The patient noticed this problem the day of report when they tried to use the programmer to tweak their stimulator a bit. It was also stated that the patient had a shocking or jolting sensation. The patient mentioned that the week prior to report they were having trouble with their implant and it was kind of shocking the patient. The patient felt kind of like they were touching an electrical fence. It was noted that the patient used the programmer and fixed that problem and everything was fine. Analysis of the programmer showed the telemetry problem complaint was unverified.

Manufacturer narrative:
(B)(4): product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3889-28, lot# va01q9m, implanted: 2012-(B)(6), product type lead. (B)(4).